Event description:
It was reported that during cleaning and sterilization, the customer noted frayed wires on the mega suture cut needle driver instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it was not damaged. The cable segment sticks out at wrist. Other cables at wrist were not damaged. Additional finding not reported by site was an indentation on edge of the distal pulley. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.